Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert for high out of range pacing impedances on this right ventricular (rv) lead was received from the remote monitoring system. The patient will be brought in to the clinic for testing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that indicated the patient presented to their follow-up and the high rv impedances were observed. The patient recalled falling on the same day as the alert was triggered. It is suspected that the rv lead may have been damaged in the fall. The lead was reprogrammed from bipolar to unipolar and the patient will continue to be monitored via the remove monitoring system. This system remains in service. No adverse patient effects were reported.